Event description:
It was reported that the patient with this right ventricular (rv) lead was hospitalized for heart failure and it was found out that this lead exhibited loss of capture depending in changes in body position. In addition, an increase in threshold was also noted. A chest x-ray was performed and there was no clear dislodgement noted but it appears that the rv lead position has slightly changed. Furthermore, a lead leadless procedure was scheduled, and this rv lead was successfully explanted. No additional adverse patient effects were reported.